Event description:
It was reported patient experienced high impedances on both lead and unable to place ipg into MRI mode. Patient is still receiving adequate therapy. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention, wherein both the leads were explanted and replaced. Reportedly effective therapy was restored.